Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection. The customer allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged r-unit. Based on the results of the investigation, the cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image fault- misty/foggy. There was no patient involvement.

Event description:
It was reported that the subject device had image fault- misty/foggy. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Initial reporter facility name and address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.